Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he insulin pump had button alarms. The customer's blood glucose level was unknown. The customer reported that the insulin pump gave too many alarms and too noisy alarms. The customer stated that they wanted to quit the alarms with softer buttons. They had to press too many buttons to get to designation noisy button alarms. The insulin pump will not be returned for analysis.